Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. It was reported that the battery compartment was damaged and that there was moisture in the pump post exposure to water. The reporter indicated that they got a burn, however, no medical interventions was required. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2016 with the following findings: the review of the black box data showed no evidence of sudden voltage drop; however, an unexplained power reboot was observed on 08/13/16. The battery compartment was cracked at threads and below the grip pad. The returned battery cap was able to fit and to maintain electrical connection. Corrosion was observed in the battery canister and a leak test failed due to a battery compartment leak. The ¿ez-prime¿ steps were performed correctly and all current reading measured within specifications. No overheating occurred during the investigation. Upon removal of the pump cover, no further moisture ingress or any intermittent condition were found to the printed circuit board or to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.